Manufacturer narrative:
The device was returned to csi for analysis. Analysis revealed biological material accumulated on the driveshaft crown area. The material created resistance when removing the engaged guide wire. Examination did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. It is unknown if the biological material accumulation is related to the perforation or patient death. When tested the device functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Two treatments were performed on low speed with a diamondback 360 diamondback coronary orbital atherectomy device, followed by balloon angioplasty and stent placement. An attempt to direct wire the left anterior descending (lad) artery was unsuccessful. A non-csi wire was used and then exchanged for a viperwire advance guide wire. A treatment was then performed on low speed. While performing a second treatment a noise was heard and the oad and guide wire were removed. A large perforation was observed in the proximal lad. A second physician re-wired the lad and a stent was placed at the perforation site. The lad was 90% stenosed with severe calcification, and vessel size of 2.5 to 3.0mm. The ventricular assist device was removed the same day as the procedure. The patient was in stable condition as of three days post procedure. In the opinion of the physician, the cause of the perforation was due to the device.further information received indicated the patient expired the first week of august.